Event description:
The clinician reports the implant was inserted on (B)(6) 2015 in ada 19. On (B)(6) 2023, fracture of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling and bleeding. No further patient complications were reported.